Event description:
The dental assistant reported the adhesive "gave way" and caused the mirrors to come apart and fall into the pt's mouth. There was no injury.

Manufacturer narrative:
The device involved in the reported incident was discarded by the user facility and is not available for eval. An investigation has been initiated based on the reported info.